Event description:
On (B)(6) 2013, it was reported that high impedance was seen. The patient recently underwent generator revision, and system diagnostics prior to the revision were within normal limits, per the physician. The device was not disabled. The patient was not experiencing pain. There was no known patient manipulation. The patient was referred for x-rays; however, x-rays have not been provided. The physician suspected lead pin insertion. Attempts for additional information have been unsuccessful. The patient was referred for surgery. Surgery is likely but has taken place.

Manufacturer narrative:
.